Manufacturer narrative:
The patient took antibiotics on (B)(6) 2023. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant inr results with an unspecified coaguchek system (serial number not provided) compared to an unknown laboratory method. The meter result was 2.5 inr. The result from the laboratory within 3 hours was 1.99 inr. On (B)(6) 2023 the meter result was 3 inr. The meter result with a different strip lot was 3.2 inr. The result from the laboratory within 3 hours was 2.33 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."